Event description:
It was reported that during a laparoscopic low anterior resection procedure, the trocars were hissing and leakage was suspected. New trocars had to be used as a result of this. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? - yes. The hissing sound is very disturbing. If so, did the noise prevent insufflation? - not known. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? - not known. What was the gas consumption rate or volume (liter/minute)? - not known. Were you able to identify where the leak was coming from? - from the valve. Was a device inserted in the trocar during the leaking? - no. If so, what device? Was any torque being applied to the trocar or device? - no. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.